Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor alarmed changed sensor alarm after one day. Customer's blood glucose was 10.1 mmol/l. Customer mentioned the electrode was missing when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found sensor retracted inside the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.